Event description:
A year after the surgery -(B) (6) 2006- when a depuy asr was implanted, I started to once again experience acute pain in the left hip. Physical therapy and steroid shots have not helped. Now I finally hear that this particular device is the problem. It appears that to get any relief, I must undergo another hip replacement.